Manufacturer narrative:
At this time no conclusion can be made to what extent the device may have caused or contributed to the reported event. With no lot number provided a review of the manufacturing records could not be conducted. Should additional information be provided, a supplemental emdr will be submitted. Not returned to manufactured.

Event description:
The following was reported by the patient's attorney: in (B)(6) 2010 the patient underwent surgery for implant of an unspecified composix device. The patient's attorney alleges the patient had unspecified injuries, emotional distress and had subsequent surgical intervention due to the hernia mesh device.